Event description:
Litigation alleges pain and elevated levels of cobalt and chromium. Update 5/1/15- pfs and medical records received. A correct doi and dor were provided. After review of the medical records for MDR reportability, the revision operative note indicated osteolysis, pain, and fracture of the greater trochanter. The fracture is thought to be caused by the osteolysis. The fracture was cabeled. No labs were provided for the alleged high metal ions. The stem is now being added to the complaint. The sleeve has already been reported on (B)(4). Only the stem was revised. The complaint was updated on: 5/22/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf alleges metal wear and metallosis.